Event description:
Customer reported to beckman coulter, inc. (Bec) that the nucleated red blood cell mixing chamber (nrbc) of the unicel dxh 800 coulter cellular analysis system was overflowing fluid. Customer reported that the overflowed fluid was contained within the instrument. Customer reported that the volume of the overflowed fluid was about 4 cubic centimeters. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the nrbc mix chamber was overflowing and the spill was self-contained in the splash area. The fse found the waste output for the nrbc chamber was blocked with debris. The fse noted that the blockage in the waste output of the nrbc mix chamber appeared to be hard rubber from a tube cap. The fse removed the debris to allow free flow of the drain output.

Manufacturer narrative:
Evaluation codes - results code - (other): nucleated red blood cell chamber. (B)(4).